Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient's device needs adjustment as it was not working properly. The patient was given the number of patient services to call during business hours. No further complications were reported or anticipated. No symptoms were reported.